Event description:
The physician was treating a lesion in the 1st obtuse marginal with an integrity rapid exchange (rx) coronary stent. The vessel was severely tortuous with a chronic total occlusion. The physician had to pass through a previously deployed stent to reach intended target lesion. As the physician was attempting to remove the device after failing to cross the lesion the stent dislodged at a severe angle in the circumflex. The patient was sent for emergency surgery and bypass surgery was successfully performed. There was no abnormalities noted during prep and inspection prior to use. Pre-dilation was performed but the lesion was still completely occluded post pre-dilation. There was significant resistance noted due to tortuosity, calcification and previously placed stents in the proximal circumflex and left main. A guideliner was used for extra support, there was no resistance in the catheter but significant resistant in the vessel.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent dislodgement); patients condition affected effectiveness of device (severe tortuousity and chronic total occlusion). Conclusion: device failure/lack of effectiveness related to patient condition (severe tortuousity and chronic total occlusion).